Manufacturer narrative:
D2b - pro code (product code): lit g4 - premarket / 510(k) #: k162350.

Event description:
It was reported that balloon rupture occurred. The chronically totally occluded target lesion was located in the superficial femoral artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 60 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.